Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of insufficient air/water flow could not be confirmed. However, debris was found to be clogging the air/water nozzle. Additional information has been requested regarding this event. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported that the air/water on the evis lucera elite colonovideoscope was found to be insufficient during reprocessing. The facility finished the procedure with another device. During the testing and inspection of the returned device, the nozzle was clogged with white debris, which had been attributed to inadequate cleaning. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information from the reporter, refer to b5.

Event description:
Additional information was provided regarding this event. The issue was found during reprocessing that occurred prior to an enteroscope procedure. The hospital used a non-olympus cleaning working station to finish the circulating flushing and cleaning the tubes and nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken. Additionally, the following information was provided regarding the reprocessing and handling of the device by the user; the air/water flow was inspected, the mh-946 injection tube was not used for manual cleaning, and a non olympus cleaning station (compatible with the device) was used. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual: "manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. Attach the injection tube (mh-946) to the endoscope connector as follows: a) attach the connector plug of the injection tube to the air and water supply connectors on the endoscope connector; b) attach the air pipe port of the injection tube to the air pipe on the endoscope connector; c) attach the suction channel tube of the injection tube to the suction connector on the endoscope connector." "4.3 workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd¿, indicating an order in which manual cleaning is performed before using reprocessor." Olympus will continue to monitor field performance for this device.